Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: mesentery'), pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 802285-inv,a86681-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6)2011, vulval candida, vulvovaginitis, vaginitis, female genital organs x-ray and hemorrhoids. Essure confirmation test(s) conducted, specify- unknown. Previously administered products included for an unreported indication: nuvaring from 30-mar-2011 to 5-feb-2013, micronor from 5-sep-2012 to 19-dec-2012, diflucan from 4-apr-2012 to 25-jul-2012 and augmentin from 5-sep-2012 to 19-dec-2012. Concurrent conditions included irregular menstruation, abdominal pain lower and cyst rupture. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6)2011 to (B)(6)2013, medroxyprogesterone acetate (depo-provera) from (B)(6)2013 to (B)(6)2014, metronidazole (flagyl) from (B)(6)-2013 to (B)(6)2016, nsaids since(B)(6)2013 and paracetamol (acetaminophen) since(B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In august 2013, the patient experienced anxiety ("psych injury/psychological or psychiatric problems :mental anguish") and depression ("psych injury/psychological or psychiatric problems :depression"). On 31-dec-2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain/lower back area pain"). The patient was treated with ceftriaxone sodium (rocephin), naproxen sodium (anaprox) and surgery (surgical removal of coil(s) via salpingectomy (bilateral)). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, anxiety, vaginal haemorrhage, depression, dyspareunia, vaginal discharge and fatigue outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the genital haemorrhage, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6)2006 patient received treatment for pain, bleeding, psych injury, bladder problems and urinary problems discrepancy: plaintiff did not undergo any confirmation test. Discrepancy regarding essure removal details, earlier removal was done via salpingectomy (bilateral)and now as per pfs current it mentioned as still have left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: mesentery'), pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 802285-inv, a86681-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6) 2011, vulval candida, vulvovaginitis, vaginitis, female genital organs x-ray and hemorrhoids. Essure confirmation test(s) conducted, specify- unknown. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2013, micronor from (B)(6) 2012, diflucan from (B)(6) 2012 and augmentin from (B)(6) 2012. Concurrent conditions included irregular menstruation, abdominal pain lower and cyst rupture. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) from (B)(6) 2011 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014, metronidazole (flagyl) from (B)(6) 2013 to (B)(6) 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced anxiety ("psych injury/psychological or psychiatric problems :mental anguish") and depression ("psych injury/psychological or psychiatric problems :depression"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain/lower back area pain"). The patient was treated with ceftriaxone sodium (rocephin), naproxen sodium (anaprox) and surgery (surgical removal of coil(s) via salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, anxiety, vaginal haemorrhage, depression, dyspareunia, vaginal discharge and fatigue outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the genital haemorrhage, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Patient received treatment for pain, bleeding, psych injury, bladder problems and urinary problems. Discrepancy: plaintiff did not undergo any confirmation test. Discrepancy regarding essure removal details, earlier removal was done via salpingectomy (bilateral)and now as per pfs current it mentioned as still have left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-jul-2020: extension of expected date of next report¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: mesentery'), pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 802285,a86681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6) 2011, vulval candida, vulvovaginitis, vaginitis, female genital organs x-ray and hemorrhoids. Essure confirmation test(s) conducted, specify- unknown. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2013, micronor from (B)(6) 2012 to (B)(6) 2012, diflucan from (B)(6) 2012 to (B)(6) 2012 and augmentin from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included irregular menstruation, abdominal pain lower and cyst rupture. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2011 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014, metronidazole (flagyl) from (B)(6) 2013 to (B)(6) 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced anxiety ("psych injury/psychological or psychiatric problems :mental anguish") and depression ("psych injury/psychological or psychiatric problems :depression"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain/lower back area pain"). The patient was treated with ceftriaxone sodium (rocephin), naproxen sodium (anaprox) and surgery (surgical removal of coil(s) via salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, anxiety, vaginal haemorrhage, depression, dyspareunia, vaginal discharge and fatigue outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the genital haemorrhage, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Patient received treatment for pain, bleeding, psych injury, bladder problems and urinary problems discrepancy: plaintiff did not undergo any confirmation test. Discrepancy regarding essure removal details, earlier removal was done via salpingectomy (bilateral)and now as per pfs current it mentioned as still have left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, abdominal pain, back pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event migration of essure device location of device: mesentery were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 802285,a86681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6)2011, vulvitis, vulvovaginitis, vaginitis, female genital organs x-ray and hemorrhoids. Essure confirmation test(s) conducted, specify- unknown. Previously administered products included for an unreported indication: nuvaring from (B)(6)2011 to (B)(6)2013, micronor from (B)(6)2012 to (B)(6)2012, diflucan from (B)(6)2012 to (B)(6)2012 and augmentin from (B)(6)2012 to (B)(6)2012. Concurrent conditions included irregular menstruation, abdominal pain lower and cyst rupture. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6)2011 to (B)(6)2013, medroxyprogesterone acetate (depo-provera) from (B)(6)2013 to (B)(6)2014, metronidazole (flagyl) from (B)(6)-2013 to (B)(6)2016, nsaids since (B)(6)2013 and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced anxiety ("psych injury/psychological or psychiatric problems :mental anguish") and depression ("psych injury/psychological or psychiatric problems :depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain/lower back area pain"). The patient was treated with ceftriaxone sodium (rocephin), naproxen sodium (anaprox) and surgery (surgical removal of coil(s) via salpingectomy (bilateral)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the genital haemorrhage, menorrhagia and urinary tract infection had resolved and the anxiety, vaginal haemorrhage, depression, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date(B)(6)2006 patient received treatment for pain, bleeding, psych injury, bladder problems and urinary problems discrepancy: plaintiff did not undergo any confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, abdominal pain, back pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and mr received. New events added- abnormal bleeding (vaginal), dyspareunia, vaginal discharge and fatigue were added. Event psych injury was updated to event depression and mental anguish. Event outcome of pelvic pain, abdominal pain, back pain was updated from recovered / resolved to recovering / resolving. Lot numbers were added. Concomitant conditions, concomitant, treatment and historical drugs were added. Reporter¿s information was added. Patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: mesentery'), pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 802285-inv,a86681-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6) 2011, vulval candida, vulvovaginitis, vaginitis, female genital organs x-ray and hemorrhoids. Essure confirmation test(s) conducted, specify- unknown. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2013, micronor from (B)(6) 2012 to (B)(6) 2012, diflucan from (B)(6) 2012 to (B)(6) 2012 and augmentin from (B)(6)2012 to (B)(6) 2012. Concurrent conditions included irregular menstruation, abdominal pain lower and cyst rupture. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2011 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014, metronidazole (flagyl) from (B)(6) 2013 to (B)(6) 2016, nsaids since july 2013 and paracetamol (acetaminophen) since july 2013. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In august 2013, the patient experienced anxiety ("psych injury/psychological or psychiatric problems :mental anguish") and depression ("psych injury/psychological or psychiatric problems :depression"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain/lower back area pain"). The patient was treated with ceftriaxone sodium (rocephin), naproxen sodium (anaprox) and surgery (surgical removal of coil(s) via salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, anxiety, vaginal haemorrhage, depression, dyspareunia, vaginal discharge and fatigue outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the genital haemorrhage, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-??-jan-2006 patient received treatment for pain, bleeding, psych injury, bladder problems and urinary problems discrepancy: plaintiff did not undergo any confirmation test. Discrepancy regarding essure removal details, earlier removal was done via salpingectomy (bilateral)and now as per pfs current it mentioned as still have left coil inside that is causing me issues diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is invalid) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled metallic wire which is received in three pieces/ fragmented essure intrauterine device'), device dislocation ('migration of essure device location of device: mesentery'), pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 802285-inv,a86681-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6) 2011, vulval candida, vulvovaginitis, vaginitis, female genital organs x-ray and hemorrhoids. Essure confirmation test(s) conducted, specify- unknown. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2013, micronor from (B)(6) 2012 to (B)(6) 2012, diflucan from (B)(6) 2012 to (B)(6) 2012 and augmentin from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included irregular menstruation, abdominal pain lower, cyst rupture and menses irregular. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2011 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014, metronidazole (flagyl) from (B)(6) 2013 to (B)(6) 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced anxiety ("psych injury/psychological or psychiatric problems :mental anguish") and depression ("psych injury/psychological or psychiatric problems :depression"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/lower back area pain"). The patient was treated with ceftriaxone sodium (rocephin), naproxen sodium (anaprox) and surgery (surgical removal of coil(s) via salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, anxiety, vaginal haemorrhage, depression, dyspareunia, vaginal discharge and fatigue outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the genital haemorrhage, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2006, (B)(6) 2013 patient received treatment for pain, bleeding, psych injury, bladder problems and urinary problems discrepancy: plaintiff did not undergo any confirmation test. Discrepancy regarding essure removal details, earlier removal was done via salpingectomy (bilateral)and now as per pfs current it mentioned as still have left coil inside that is causing me issues coils 2 on left side and 2 on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion of the left fallopian tube. Essure device is in satisfactory position. 2. No spillage or filling of the right fallopian tube. Presumably right fallopian tube occlusion. The right; on (B)(6) 2013: total bilateral occlusion of the left fallopian tube. Essure device is in satisfactory position. 2. No spillage or filling of the right fallopian tube. Presumably right fallopian tube occlusion. The right essure device is probably not located within the fallopian tube. It probably lies anterior free in the pelvis. Most recent follow-up information incorporated above includes: on 17-mar-2021: mr received. Reporter's information added. Medical history and lab data was added. Event:coiled metallic wire which is received in three pieces was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled metallic wire which is received in three pieces/ fragmented essure intrauterine device'), device dislocation ('migration of essure device location of device: mesentery'), pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 802285-inv,a86681-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6) 2011, vulval candida, vulvovaginitis, vaginitis, female genital organs x-ray and hemorrhoids. Essure confirmation test(s) conducted, specify- unknown. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2013, micronor from (B)(6) 2012, diflucan from (B)(6) 2012 and augmentin from (B)(6) 2012. Concurrent conditions included irregular menstruation, abdominal pain lower, cyst rupture and menses irregular. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2011 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014, metronidazole (flagyl) from (B)(6) 2013 to (B)(6) 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced anxiety ("psych injury/psychological or psychiatric problems :mental anguish") and depression ("psych injury/psychological or psychiatric problems :depression"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/lower back area pain"). The patient was treated with ceftriaxone sodium (rocephin), naproxen sodium (anaprox) and surgery (surgical removal of coil(s) via salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, anxiety, vaginal haemorrhage, depression, dyspareunia, vaginal discharge and fatigue outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the genital haemorrhage, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2006, (B)(6) 2013 patient received treatment for pain, bleeding, psych injury, bladder problems and urinary problems. Discrepancy: plaintiff did not undergo any confirmation test. Discrepancy regarding essure removal details, earlier removal was done via salpingectomy (bilateral)and now as per pfs current it mentioned as still have left coil inside that is causing me issues. Coils 2 on left side and 2 on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion of the left fallopian tube. Essure device is in satisfactory position. No spillage or filling of the right fallopian tube. Presumably right fallopian tube occlusion. The right; on (B)(6) 2013: total bilateral occlusion of the left fallopian tube. Essure device is in satisfactory position. No spillage or filling of the right fallopian tube. Presumably right fallopian tube occlusion. The right essure device is probably not located within the fallopian tube. It probably lies anterior free in the pelvis.. These lots are invalid {lot # 802285-inv,a86681-inv} . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage (',general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, genital haemorrhage and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2006. Received treatment for pain, bleeding, psych injury, bladder/urinary problems. Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: which confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: abdominal, back pain,menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, bladder/urinary problems: urinary tract infection (uti) were added. Outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.